Event description:
It was reported that the ventilator generated two technical error codes while in the standby mode. One indicated an expiration channel failure and the second a communication error. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes while in standby mode. One indicated an expiration channel failure and the second a communication error. Immediately after, ventilation was started and disabled valves was generated. The field service confirmed the problem in the device logs and replaced the breathing control printed circuit board (pcb) which resolved the problem. The breathing control printed circuit board (pcb) was returned for investigation. No further issues have been reported. The evaluation of received device logs confirms a single occurrence of the reported technical error codes on (B)(6) 2022, the reported date of event, in standby mode. The returned control channel pcb was tested in the reference ventilator without any fault being detected. Two pre-use check passed and simulated use test ventilation ran for more than two days without any deficiency noted. Previous investigations of similar events have shown that flash memory on the breathing control pcb on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent this have been developed and are implemented in a software release. A field action to upgrade the software began in june 2022.

Event description:
Manufacturer's ref. #: (B)(4).